Event description:
This event involves a patient with a suspicious lesion of microcalcifications requring a biopsy. The en-bloc system was used to sucessfully retrieve a biopsy sample. A diagnosis of fibroadenoma was made. During the follow-up visit the site was reported as infected. The physician placed the patient on 10 days of antibiotic therapy. Additionally, the infection site was drained. The physician related the event to the biopsy procedure.